Manufacturer narrative:
(B)(6). Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for incorrect additive volume with the incident lot was observed. Additionally, evaluation of the customer samples was performed and incorrect additive volume was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a situation analysis. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Post bd investigation, it was determine that the originally reported ¿not enough citrate additive¿ in some bd vacutainer® citrate tube(s) was confirmed. There were no patients affected due to this defect.